Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device restarted/rebooted on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The activity log was full and did not add value to the investigation. The customer provided a video as part of the investigation showing evidence that the report occurred. We suspect mfc contact played a role in the report based on the foreign matter observed in the receptacle contacts but we cannot firmly establish. The device's multi-function cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.